Manufacturer narrative:
(B)(4). The device has been reported to be available for evaluation. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional relevant information becomes available.

Event description:
It was reported that a small volume folfusor did not flow. This was observed during patient connection. There was no patient injury, medical intervention, or adverse event in association with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample for evaluation. Visual examination of the device showed no signs of abnormality that could have caused the reported condition. During functional testing, flow was readily observed at the luer. Flow continued without stopping until the solution was emptied from the reservoir. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device evaluation could not confirm the reported condition and that the device operated within specification. Should additional relevant information become available, a supplemental report will be submitted.